Manufacturer narrative:
Pending investigation.

Event description:
As reported, a patient was revised; reason unknown. No other information available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6 MDR section codes updated/corrected: a, b, c, d, e, g the revision reported was likely caused by prosthesis wear of the polyethylene components. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. In addition, the polyethylene implants may have been included in the packaging recall, however, this cannot be confirmed as serial numbers for the explanted devices were not provided. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.